Event description:
It was reported during remote follow up that the right ventrciular lead oversensing due to noise. The lead will continue to be monitored. There were no patient consequences.

Event description:
New informaton received notes that the right ventricular lead exhibited further oversensing.the lead was explanted and replaced. The patient was stable.